Event description:
It was reported that this peritoneal dialysis (pd) patient developed peritonitis on (B)(6) 2023 due to supplies not being delivered as a result of a credit hold. Attempts to obtain additional information were unsuccessful. A peritoneal dialysis registered nurse (pdrn) stated they do not have the patient¿s records pertaining to the event as this patient was just admitted to their pd clinic on (B)(6) 2023.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a possible temporal relationship between the patient¿s peritonitis event and the report of the patient¿s supplies being on hold and not delivered. However, it could not be confirmed what supplies were on hold, if the patient notified the pd clinic of the issue, or if the patient completed any pd therapy while the supplies were on hold. Additionally, there is no timeframe provided as to how long the patient was without supplies or how many treatments the patient could have missed. Although no information was provided related to culture results or confirmation of the exact cause of the peritonitis (how the hold on supplies caused peritonitis), all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no evidence of a malfunction, deficiency, or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. However, without confirmation of what supplies were on hold and how that resulted in the patient¿s diagnosis of peritonitis it cannot be concluded if the liberty cycler set caused or contributed to the adverse event.

Event description:
It was reported that this peritoneal dialysis (pd) patient developed peritonitis on (B)(6) 2023 due to supplies not being delivered as a result of a credit hold. Attempts to obtain additional information were unsuccessful. A peritoneal dialysis registered nurse (pdrn) stated they do not have the patient¿s records pertaining to the event as this patient was just admitted to their pd clinic on (B)(6) 2023.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.